Manufacturer narrative:
(B)(4). Batch # p93x3d. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality and it is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the harmonic device didn't work correctly. The handpiece hp054 was installed on the harmonic scissor but harmonic generator sent a message of error and unable to use the device. It was impossible to disconnect the harmonic scissor from the handpiece. It seems that the problem comes from the handpiece. Replaced the device and handpiece. There was no patient consequence.